Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient presented to the clinic due to a lead alert. The lead impedance measurement increased and all other lead measurements were normal. The patient will be monitored closely and the lead remains in use. No patient complications have been reported as a result of this event.